Event description:
The reporter (patient's mother) contacted animas on (B)(6) 2012 alleging the patient woke with blood glucose (bg) of 43 mg/dl with undisclosed signs and symptoms of hypoglycemia. The patient reportedly consumed juice and cookies and the bg elevated to 167 mg/dl. The patient then reportedly had another decreased bg of 46 mg/dl with undisclosed signs and symptoms. The patient reportedly again consumed two servings of juice and cookies and had 4 glucose tablets. The patient's bg reportedly elevated to 190 mg/dl. The reporter stated that the bolus history was checked on the pump and noted a bolus that was not programmed by the patient. The reporter denied any issues with the keypad. Animas customer technical support reviewed the pumps bolus history for (B)(6) 2012 with the reporter and verified total bolus amount of 46.4 units. This complaint is being reported because the patient allegedly experienced a hypoglycemic event requiring assistance while on insulin pump therapy and the allegation of delivery of an un-programmed insulin bolus remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(6) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump history confirmed one delivery of 47 units delivered through the pump on (B)(6) 2012 between 12 am and 1:39 am. Several boluses were programmed and were found to be recording accurately in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and confirmed no damage to the power circuit or the force sensor assembly. The keypad was found to be intact; the keypad buttons were tested and were found to be responding normally. No delivery related defects were found during testing.